Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2018-00977. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of article: ¿prospective analysis of serious cardiorespiratory events in children during ophthalmic artery chemotherapy for retinoblastoma under a deep standardized anesthesia¿ by nghe mc, godier a, shaffil a. Et al. Serious adverse cardiorespiratory events occurred during 24 of 115 procedures (15 patients total). Within these 24 serious adverse events, 20 had severe decrease in lunch compliance, 1 had bradycardia, and 9 procedures had arterial hypotension. All these serious cardiorespiratory events occurred within 2 minutes after insertion into the ophthalmic artery with median occurrence of 1 (1-2) minutes. The procedures involved the marathon microcatheter, the mirage guidewire, along with devices from other manufacturers. No events occurred while the catheter was in the carotid or after chemotherapy injection. The article was to investigate if deep anesthesia reduced the incidence of cardiorespiratory events. In conclusion, serious cardiorespiratory events occur commonly during the super selective chemotherapy in the ophthalmic artery. No predictive factors were identified but the events occurred within minutes of catheter insertion into the ophthalmic artery and neuroradiologists should prepare to manage these complications.